Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported occlusion alarms on a pump module alarmed, and after the nurse pushed restart 7 times, the screen of the pcus and pump modules went blank and the devices turned off. The customer states they were using clorox wipes and recently switched to hydrogen peroxide for cleaning and disinfection. There is visible white film and corrosion on the iui connectors, and the connectors smell like bleach at times. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the pcu went blank was not confirmed. The report that the pump module screens went blank was confirmed. The pcu event log recorded channel disconnections on (B)(6) 2018 at 4:54 am and 10:13 am. The channel disconnection affected the devices attached to the pcu¿s male and female iuis. The attached devices lost power however the pcu was still functional, allowing the user to confirm the channel disconnections. Testing performed on the returned pump module and pcu failed to replicate a channel disconnection. Inspection of the pcu¿s iuis showed dried fluid residue on the iui pins. Also noted were crushed pins and separating ribs from incorrect iui mating. The cause of the reported event is iui contamination which caused an open condition resulting in the channel disconnect/loss of power type event.

Event description:
The customer reported occlusion alarms on a pump module alarmed, and after the nurse pushed restart 7 times, the screen of the pcus and pump modules went blank and the devices turned off. The customer states they were using clorox wipes and recently switched to hydrogen peroxide for cleaning and disinfection. There is visible white film and corrosion on the iui connectors, and the connectors smell like bleach at times. There was no patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported occlusion alarms on a pump module alarmed, and after the nurse pushed restart 7 times, the screen of the pcus and pump modules went blank and the devices turned off. The customer states they were using clorox wipes and recently switched to hydrogen peroxide for cleaning and disinfection. There is visible white film and corrosion on the iui connectors, and the connectors smell like bleach at times. There was no patient harm.